Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used for more than 30 minutes before problems. There was no damage observed. The cannula was used for more than 30 minutes without problems and was not inspected with a pin gauge. Ther was no arcing, just smoke. Sealing was performed before the smoke occurred. The instrument was connected properly. The instrument tips did not collide with other instruments nor were they in contact with tissue when the event occurred. There was debris on the instrument. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, smoke came from the instrument's jaws of the vessel sealer extend instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the vessel sealer extend instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was returned with a reported complaint that does not affect functionality. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. No product issue was identified, and the product is considered conforming in its current state. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.